Event description:
A home pt (hp) contacted baxter's technical service center (tsc) regarding a "caution negative uf" message that appeared on the display of the hp's homehoice machine during drain 1/4 of their automated peritoneal dialysis therapy. Per initial report, the home pt was connected at the time of the call. While troubleshooting the situation the hp received a system error 2240 alarm. Further troubleshooting revealed that the hp had disconnected their transfer set from the pt line of the homechoice set during a dwell cycle without pressing stop. Baxter's technical service center assisted the hp in ending therapy early. No pt injury or medical intervention was associated with this incident per the hp's nurse.